Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this complaint was returned for examination. Visual examination found the device bent. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the total knee arthroplasty with the alignment rod for the osteoarthritis of the knee. When the agent checked the product, the alignment rod was bent. There was a possibility that the product has been bent due to frequent use of instrument. The alignment rod was not used for the patient since it was found before the surgery. The surgery was completed successfully without any surgical delay. No further information is available.